Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20063278, medical device expiration date: 2023-06-11, device manufacture date: 2020-06-05. Medical device lot #: 20073102, medical device expiration date: 2023-07-06, device manufacture date: 2020-06-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing broke. The following information was provided by the initial reporter: event 1: material #: 2426-0500, batch/ lot #: 20063278. Event 2: material #: 2426-0500, batch/ lot #: 20073102. It was reported that on two occurrences the tubing broke at the connection site. Verbatim: good morning - I was wondering if there has been any recall on the IV lines 2426-0500 for breakage? My nurse was priming one line with saline and it broke at one of the connection site. She then opened another package and the second line did the same thing. I have the broken lines here in my office, if you would like to see it. This could have been a very dangerous situation if the line had broken while chemotherapy was running.